Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with a titanium acetabular cup in his left hip on (B)(6) 2014 and following the implantation began experiencing discomfort and increased left hip and left groin pain. It is further alleged that diagnostic work up demonstrated "minimal radiolucency around the acetabular cup" and workup for infection was negative. It is alleged that in light of these findings and worsening symptoms, the patient was revised on (B)(6) 2019 and "during the surgery, removed the cup "with minimal bone loss" noting there was "very minimal work for this" and that the cup was "grossly loose"."